Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that, foreign matter was found in the outer packaging. The foreign matter is believed to be some type of cardboard material. The packaging process was reviewed. The exact root cause could not be determined. One potential root cause is the foreign matter may have come from the vendor purchased component, hidden within a fold. Another potential root cause is the foreign matter may have come from the (B)(4) roll used to seal the outer package. The complaint could not be replicated. Since the lot number was provided, the production records for the returned item were reviewed. The records were complete and no non-conformances were found. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Foreign matter was noted inside the package before it is opened. There were no adverse consequences to the patient. (B)(4).